Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that threshold suspend alerts were triggered on the customer's insulin pump. Based on a sensor reading of 56 mg/dl, while the customer's blood glucose was 341 mg/dl. The customer cleared the alarm and restarted basal rate insulin delivery. She also received calibration errors. Calibration techniques were discussed. Nothing further reported.